Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel the 2.5 x 15 mm trek balloon dilatation catheter (bdc) was being used when the device proximal shaft was noted to be kinked and separated near the hub. There was no reported adverse patient effect. The bdc was removed and a different bdc was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned in one piece and it was confirmed that the correct device was received. The reported kink was confirmed; however, the device was not separated. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for separation or kink reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.